Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of air in line alarms through the history log, but could not reproduce them. Further evaluation found the ultrasonic sensor has low ultrasonic readings which is known to make the pump more sensitive to air in line and upstream occlusion alarms. The failed ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump constantly alarmed for air in line. Any patient involvement, injury or medical intervention is unknown.